Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-jul-2025, the user reported receiving repeated prompts to connect a cgm or enter blood glucose (bg), despite manually entering bg values. The user¿s bg was elevated at 239¿mg/dl. On (B)(6) 2025, dexcom support assisted with troubleshooting alongside the user. The issue was resolved by restarting the ilet and re-entering the cgm transmitter serial number and pairing code. The user resumed insulin therapy on the ilet. No other clinical symptoms were reported.